Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter tip broke off in the patient during removal. The customer returned one snaplock adapter with clip, one flat filter and one piece of an epidural catheter for investigation. The components were received connected together (reference files (B)(4)). The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the distal tip is not present on the returned catheter piece. The likely most distal end is stretched. The extrusion and the coil wire are stretched and coil wire appears to be flattened near where the extrusion begins to stretch. Also, the coil stretches approximately 8cm beyond the extrusion. The proximal side of the catheter appears to be intact as no damage was observed. The catheter appears to have been used as adhesive residue is present on the catheter body exterior. No other defects or anomalies were other remarks: observed (reference files (B)(4)). A dimensional inspection was performed on the returned catheter piece using a ruler (p0190). The returned catheter extrusion piece measures approximately 82.5cm. The extrusion is stretched at the distal end of the catheter. At least 6cm of the catheter is missing as the specification for the epidural catheter indicates that the proper length of an epidural catheter is 88.5-91.5 cm per graphic kz-05400-002 rev. 8. A dimensional inspection was performed on the returned catheter piece using a ruler (p0190). The returned catheter extrusion piece measures approximately 82.5cm. The extrusion is stretched at the distal end of the catheter. At least 6cm of the catheter is missing as the specification for the epidural catheter indicates that the proper length of an epidural catheter is 88.5-91.5 cm per graphic kz-05400-002 rev. 8. The reported complaint of the catheter's tip breaking off during removal was confirmed based upon the sample received. The returned catheter was missing the distal tip. The catheter showed signs of significant stretching at the point of separation at the likely distal end. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received and the observed evidence of stretching at the point of separation, operational context caused or contributed to this event.

Event description:
Issue reported: an arrow epidural catheter tip broke off during removal from an obstetric patient. After consultation by the mda with a spine surgeon and review of research/community practice literature, it was determined that the catheter would be left in place; no surgical intervention was recommended unless the patient would develop symptoms.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: an arrow epidural catheter tip broke off during removal from an obstetric patient. After consultation by the mda with a spine surgeon and review of research/community practice literature, it was determined that the catheter would be left in place; no surgical intervention was recommended unless the patient would develop symptoms.